Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Additional information: h6. Correction: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot of product? Were any anomalies noted of the drain condition upon placement? Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? Did the drain function as intended? Was drain removed after fulfilling need? Was a 2nd drain required to be placed? Where was the tip of drainage tube located? How was drain secured? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the physician¿s opinion as to the etiology of or contributing factors of this event? Name of surgeon? What is the current status of the patient? This medwatch report is in response to receipt of a voluntary medwatch report mw5084721. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a decompressive lumbar laminectomy procedure on (B)(6) 2018 and a drain was used. The drain was inserted at the end of the procedure. On (B)(6) 2018 the drain was removed and a small catheter fragment was retained. On (B)(6) 2018 patient had the retained catheter fragment removed. Device is not available for return. Additional information requested.